Event description:
Information received through email to technical services on (B)(6) 2013 describes a scenario that the patient felt a vibrating sensation around the device in her chest. The device did not show any signs of any malfunction and nothing was stored on the arrhythmia log book. The patient's rv lead (mdt lead) has shown signs of a gradual rising lead impedance to a current value of 2410 ohms at the check. The physician and facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).